Manufacturer narrative:
A field service engineer (fse) was dispatched who checked b/f probes, found both probes were sticky fse cleaned b/f probes also checked b/f positions and made minor adjustments. Fse checked waste pump solenoid probe and found b/f probe tip was missing from probe 2.fse installed new tip. Noticed probe 1 was not aspirating wash, replaced waste pump solenoid vlave and washing probe. Ran qc. No further action required by fse. The probable cause of the event was waste pump issue. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007.

Event description:
On (B)(6) 2016 a customer reported error 2231 (bf probe overlow and error 4153 c trans z axis home overrun) with their aia-900 analyzer. Errors occurred multiple times customer asked if he would have them checked to make sure waste chute is not backed up. Customer said they keep up on wash probe maintenance. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results for ckmb, bhcg and e2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.